Event description:
Device failed to deliver the dose of pegfilgrastim. No injury or potential injury had occurred, patient was instructed to come back to clinic to receive neulasta sq injection instead.